Manufacturer narrative:
(B)(4). Customer returned meter with serial number: (B)(4). The complaint is under investigation and a follow-up report will be filed once the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icons appeared on the display of their freestyle flash blood glucose monitor, which suggests the memory overwrite malfunction has occurred. The customer mentioned she was not able to have her and her son's blood glucose tested because of the malfunction. She reported the following symptoms that both experienced: "symptoms of high and low blood glucose, dizziness, fatigue and weakness." There was no report of death, serious injury or third party medical intervention associated with this event.